Event description:
The customer reported via phone call that she had an elevated blood glucose level of 400 mg/dl. The insulin pump alarmed lost sensor. The customer was not using the sensor feature. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.